Event description:
It was reported the pt lost therapeutic effect and had stimulation in the wrong location. The pt suspected the lead had fallen out of place. Two or three months ago, the pt experienced an increase in his stimulation from 1.0 to 1.5 volts in order to feel the stimulation. The stimulation was only felt in his arms. This was felt to be due to a "bad disc" because the pt also felt "sharp pains on the disc". It was also reported about a year ago, after being kicked on the back, the pt underwent a revision due to a migrated lead.